Event description:
It was reported that a spectrum pump was alarming for a system error 322. The customer stated that it was unknown if there was pt involvement. This event occurred after the first clinical use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no occurrence of a system error 322. A review of the device history log confirms the system error. The evaluation was unable to determine the cause. When evaluating known contributors to system error 322, it lead to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.